Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding...no sample was returned for eval. The lot number is unk therefore review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Event description:
Pt participated in a (B)(4) of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse, osteophytic spondylosis (vertebral body), and spondylolisthesis, degenerative. Pt was implanted with a transforaminal posterior lumbar interbody fusion (tplif) spacer at levels l4 l5 size, with pedicle screws at l4 and l5. Pt was also implanted with click-x for supplemental fixation. Pt had been experiencing pain for 48 months. Surgery date was (B)(6) 2004. And postoperatively pt experienced tremendous pain to left lower extremity and low back, requiring increased neurontin, added ultracet. Complaint #5 of 12. This report is for the locking cap at l4.